Manufacturer narrative:
Device is not available for evaluation, surgeon not returning. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that "pt came in for first xray, and it looked funny, went vertical, cup shifted position"